Event description:
During the evaluation of a returned spectrum infusion pump, 177 occurrences of "downstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.